Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, the patient complained of discomfort in the stomach. It was confirmed that the patient has a gastric peristalsis disorder. The patient was monitored and had a full recovery. The patient's hospital stay was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least fourteen applications were performed with the balloon catheter without any issue on the date of the event. The balloon catheter was not returned and there was no indication of a product malfunction. A known clinical issue (gastroparesis) was encountered post procedure. If information is provided in the future, a supplemental report will be issued.